Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by caller that in passing that patient was concerned their device was not working the way it should be. Caller stated that the concern was only recent and could not give an approximate timeframe. Patient was not around for troubleshooting. Caller was advised to have patient call back to patient services with for additional questions when patient was available. Emailed caller a list of healthcare professional (hcp) in their area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.